Manufacturer narrative:
The insulin pump had a display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The insulin pump failed the leak test, the insulin pump leaked at the display window corners and from the crack on the back of the case. The insulin pump was received with a cracked case on the back at the battery tube area, and minor scratches to the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump has moisture under the lcd screen. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was worn in a swimming pool and the display went blank after the customer got out of the water. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.